Manufacturer narrative:
A leak of an avalon cannula during treatment was reported. Bone wax was used to stop the leak. The cannula was investigated in the getinge laboratory on (B)(6) 2021 with following results: during tightness test a leakage of the cannula could be confirmed. Upon visual inspection a crack was determined. The exact cause for the noted crack could not be determined. Nevertheless according to the risk management file the following probable causes could contribute to the reported malfunction: manufacturing issue; rough handling. The device history record (DHR) review was performed on 2021-03-04 for lot#240442 by the supplier (B)(4). No anomalies were found for any sub-assembly or final assembly DHR. Based on this production related influences could be excluded. Based on the investigation results the reported failure "leakage" could be confirmed. The occurrence rate was calculated for the reported failure and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The product was requested to be returned after treatment. A follow-up emdr will be submitted when additional information becomes available.

Event description:
The customer reported that a 31 fr. Avalon cannula had a leak. Bone wax was put on the leak to continue the treatment. Complaint ID: (B)(4).